Event description:
It was reported that during patient use, a ventilator experienced a no oxygen error and did not alarm. It was reported that "the patient coded". Additional information has been requested.

Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and could not duplicate the reported malfunction. The ventilator passed all testing and calibrations. Additional information has been requested regarding this event.